Event description:
Patient complained about the loudness of the device and thus refuses to wear the processor. Exchange of external parts could not solve the problem. Telemetry testing showed, that the device is not working within specifications.